Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope experienced image interference. The issue occurred during an unknown event. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The device was returned, evaluated, and the user¿s report was confirmed. The image had shadows present due to a damaged charged could device unit (ccd). The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the returned device, definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that the reported failure was the result of a ccd. Olympus will continue to monitor the field performance of this device.